Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and non-tortuous renal artery. This 6.0 x 14 x 150cm express vascular sd stent was advanced and positioned in the ostium of the artery. The physician manipulated and pulled the device backward for precise placement of the stent. The stent dislodged due to some hard ostial plaque. This caused the stent to slip over the balloon. The express vascular sd stent was successfully removed by snaring. The procedure was completed with another 6.0 x 14 x 150cm express vascular sd stent. No further patient complications were reported and the patient's status is stable.